Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. During the third firing the device could not be fired. The case was completed using a new handle with the same reload. No patient injury.